Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had variable sensing and low impedance paces, and that noise was noted on the atrial electrogram (egm). The lead remains in use. No patient complications were reported as a result of this event.